Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that sensor had missing electrode. Customer states that transmitter did not blink when connecting with sensor, old sensor still in the body. Customer mentioned that electrode was missing when sensor was removed. Customer¿s blood glucose was 8.3mmol/l at time of incident. Sensor will not be return for analysis.